Event description:
It was reported that during set up there was an obstruction in the device. No injury reported.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual and functional evaluation found no faults, the device performed within expected parameters. We have not been able to establish a relationship between the device and the reported event. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. There are multiple reasons why there could be a blockage within the system, however as no details of the blockage were provided, we cannot provide a definitive probable cause. The IFU provides further guidance with regards to the event reported. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.